Manufacturer narrative:
The account found fluid ingress on the membrane interface board in the footboard of the bed. The account replaced the membrane interface board to resolve the issue.

Event description:
Account alleged that the service required light was flashing on the bed but was not flashing any specific type of error code. Account stated that there were no injuries.